Event description:
The article, "transcatheter versus surgical closure of ventricular septal defect: a comparative study", was reviewed. The article presented a prospective, multicenter study to compare the safety, efficacy, and clinical effects of surgical versus transcatheter closure of a ventricular septal defect. Devices included in this study were amplatzer duct occluder, amplatzer duct occluder ii, amplatzer muscular vsd occluder, cera membrane vsd occluder, konar-mf vsd occluder, and cera pda occluder. The article concluded that both transcatheter device closure and surgical repair are effective treatments. In contrast, the psychological profile of the transcatheter device was superior to the surgical repair, especially in terms of avoiding sternotomy scar, blood loss and transfusion, and hospital stay. On the other hand, transcatheter intervention is limited only to the anatomically suitable ventricular septal defects, in addition, surgical backup is a must in case of complicated transcatheter closure, which gives the upper hand to surgery to be the recommended approach for most of the ventricular septal defects. [The primary author was hamdy singab, academic institute of cardiac surgery, ain-shams university, cairo, egypt. The corresponding author was mohamed khairat elshahat, national heart institute, giza, egypt, with corresponding email: abokhirte@gmail.com]. The time frame of the study was from (B)(6) 2021 to (B)(6) 2022. A total of 72 patients were included in this study where 36 received transcatheter closure of ventricular septal defect (the other 36 underwent surgical closure). Of the 36 patients who received transcatheter closure, 61% received an abbott device. In group ii (transcatheter closure only), the average age was 5.35 years and the gender ratio was evenly split. Comorbidities included ventricular septal defect (perimembranous or muscular), regurgitation (mitral/aortic/tricuspid).

Manufacturer narrative:
Literature attachment: article title "transcatheter versus surgical closure of ventricular septal defect: a comparative study" summarized patient outcomes/complications of amplatzer duct occluder were reported in a research article in a subject population with multiple co-morbidities including ventricular septal defect (peri-membranous or muscular), regurgitation (mitral/aortic/tricuspid). Some of the complications reported were complete heart block, permanent pacemaker implant (surgical intervention), tricuspid regurgitation, hematoma, peripheral ischemia and residual shunt. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note that per the instructions for use, "the amplatzer¿ duct occluder is a percutaneous, transcatheter occlusion device intended for the nonsurgical closure of a patent ductus arteriosus (pda)."